Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated how the settings went down to 1.4 and noted that they didn't do anything to cause this. The patient met with a rep who was seeing a (!) Message on certain contacts of the ins. The rep resolved the issue and the patient was able to use higher settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that controller screen displays a "settings not available" message. Patient stated she charges twice a day and she thought it was off or something so she checked it to charge and it was at 100%. Patient states she saw the message when she was trying to increase amplitude. Patient states it was down 1% the next morning. Patient was told to consider reducing intensity down to zero on active group and then increase intensity if medically appropriate. Patient reported getting the message after 0.4 on a and 1.4 on b. It was clarified program/ amplitude settings icon. Patient was redirected to hcp to address the issue. No patient symptoms or complications were reported in this event.